Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 300 mg/dl at the time of incident. The customer¿s current blood glucose value was 288 mg/dl. The insulin pump was on auto mode at the time of incident. The customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because customer getting bolus. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.